Manufacturer narrative:
The completely detached internal lobe section of the abutment, and the abutment screw were returned for eval. The upper portion of the abutment was not returned. The area of breakage from the cuff portion of the abutment was found to be ragged and uneven, and a section of the internal lobes was completely detached. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device consequently, there is no expiration date noted. (B)(4).

Event description:
The complainant reported that a female pt had a prima zi abutment placed on (B)(6) 2009 at (B)(6). The abutment was reported to have fractured on (B)(6) 2011. The complainant reported that there was no medical intervention required as a result of the reported abutment fracture.